Manufacturer narrative:
On 24-aug-2023 correction : this complaint was on an accessory and is not a reportable event. There was no harm to a patient.

Event description:
The torque wrench did not fit properly, it felt different from usual, and did not close properly. A set screw abnormality was suspected with the device because the result was the same for both the medtronic wrench and the biotronik wrench. No device details are available. Received voluntary anonymous medwatch report from FDA, mw5119505.